Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in clinic during follow up. Upon interrogation, the pulse generator exhibited loss of output. The device was reprogrammed. The patient no long experienced palpitations.